Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had routine battery replacement and there was high impedances/open circuits on the left side post-op. There are no environmental/external/patient factors that may have led or contributed to the issue. The patient was taken back to the operating room (or) for lead manipulation. The extension was removed from the battery and re-inserted. Impedances were checked again and found to be normal. The issue was resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 3387s-40 lot# v556377 serial# implanted: (B)(6) 2010 explanted: product type lead product ID 3387s-40 lot# v556377 serial# implanted: (B)(6) 2010 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they felt it wasn¿t working right because there was a problem with insertion as they had to pull the leads in and out because they measured all high impedances with their ¿documents¿ showing there were three leads that had high impedances but it wasn¿t determined until the patient was in post-op so they had to be taken back in. According to the patient during surgery something went wrong with the leads and the ¿little connectors¿ but they finally got it working. However, even with therapy on and working it didn¿t seem like it was working as it didn¿t even seem like they had the deep brain stimulator (dbs).